Event description:
It was reported that prior to a procedure the packaging had a hole in the tyvek lid. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Customer stated that there was a hole in the tyvek lid. The package was visually examined and it was confirmed that there was a hole or rip in the tyvek at the back edge of the handle. Package was opened to view the tyvek under microscope. Tyvek was bunched around the rip and damage was from the outside of the package. It is suspected that hole was caused by handling from a source external to manufacturer. Batch history records were reviewed. No protocols, defects, non-conformances or quarantines were noted. The product met all in-process and finished goods specifications upon release of the product.